Event description:
Eclipse homepumps made by iflow are defective. The pump leaks when diluent and antibiotics are filled into pump. The leakage occurs under the MFR black seal closest to the tubing side of pump. It has occurred in over 12 pumps with lot# 6b2754, expiration: 04/2009.